Event description:
Additional imaging provided from the field indicated that three rods fractured. This report captures the first of three rods.

Manufacturer narrative:
Additional data: b5, d1, d4, g4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that a patient fell down on the street approximately two years and four monthly post-operatively and felt a "crunch" and severe pain in their spine. Imaging indicated that two xia 3 rods fractured. It was further reported that revision surgery has been recommended, however it is unknown if a revision surgery has been scheduled or performed at this time. This report captures the first of two rods.